Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower a health check was requested for erc2 due to ongoing performance issues. Users have been required to repeatedly reboot the machine over the past few weeks as the application frequently freezes. However, there were no delays or adverse events or injuries reported based on this event.